Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test, test at 0.0873 inches. Pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. During visual inspection, corrosion at on at the keypad assembly noted. Toggled on or off and increased or decreased volume with the audio feature functioning properly. However unable to complete the self test and verify tone check or vibrate check due to pump error 63. Device uploaded properly using carelink. Battery cap was also damaged - broken off heat stake posts causing the battery cap contact to become loose. Device had missing keypad overlay, missing display window cover, scratched case, cracked battery tube threads and cracked case at the corner of the belt clip rail. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear on (B)(6)2020 the customer alleged cosmetic damage at the battery cap and keypad overlay and was hospitalized for high blood glucoses. Device's history and trace files downloaded successfully using thus software. Device uploaded properly using carelink. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test test at 0.0873 inches. Pump error 63 alarmed during self test on (B)(6)2020 at 7:56am. During visual inspection, corrosion at u1 on at the keypad assembly noted. Toggled on/off and increased/decreased volume with the audio feature functioning properly. However unable to complete the self test and verify tone check/vibrate check due to pump error 63. The test p-cap and reservoir does lock in place in the reservoir compartment. Device had missing keypad overlay, missing display window cover, scratched case, cracked battery tube threads and cracked case at the corner of the belt clip rail. Battery cap was also damaged - broken off heat stake posts causing the battery cap contact to become loose. Cosmetic damage was confirmed where missing keypad overlay and broken battery cap was noted. Pump error 63 (variable 3) alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify customer alleged for high blood glucoses. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. Customer stated the metal piece of the battery cap was falling off and the keypad overlay got pulled. Customer also reported that they required emergency medical assistance on (B)(6) 2020 due to high blood glucose of 451 mg/dl. Customer experienced high blood pressure and chest pain prior to the emergency room visit. Customer was treated with insulin scale. Customer has been out of the pump for 3 weeks due to damage. The insulin pump will be returned for analysis.